Event description:
Facility reported that the locknut for the bolt used to attach the scale and swivel bar to the boom of a rpl450-1 patient lift fell off during a transfer of a resident. The resident fell to the floor and the swivel bar and scale landed on her chest. Invacare contacted the facility who reported that the resident was being lifted when the boom allegedly fell off and landed on her chest. She passed away 12 hours later. The state investigated the incident and did not deem that the incident was the cause of her death. This event was reported directly to the FDA, (B)(4).

Event description:
Facility reported that the locknut for the bolt used to attach the scale and swivel bar to the boom of a rpl450-1 patient lift fell off during a transfer of a resident. The resident fell to the floor and the swivel bar and scale landed on her chest. Invacare contacted the facility who reported that the resident was being lifted when the boom allegedly fell off and landed on her chest. She passed away 12 hours later. The state investigated the incident and did not deem that the incident was the cause of her death. This event was reported directly to the FDA, reference mw5038953.

Manufacturer narrative:
(B)(4). This event was reported directly to the FDA by the facility, (B)(4). (B)(4) was received by invacare on 03/16/2015.

Manufacturer narrative:
(B)(4) - 03/23/2015 - initial mfg report # 1525712-2015-01905 was submitted to the FDA on 03/20/2015 with an unknown manufacturer and serial number. The following sections have been corrected: suspect medical device - invamex and (B)(4). Additional information: this initial mfg report 1525712-2015-01905 is actually a duplicate report of mfg report # 9616091-2014-02366 submitted to the FDA on 11/5/2014. The facility had originally reported this event directly to invacare on november 3, 2014 with limited information. A medwatch report (mw5038953) was received by invacare from the FDA on march 16, 2015 for the same event due to the facility also reporting directly to the FDA on october 31, 2014. The connection was not known until additional information was received by our consumers affairs department indicating the patient's name and the serial number of the device. As mentioned in the original MDR submission for 1525712-2015-01905, the state investigated the incident and did not deem that the incident was the cause of the patients death.